Event description:
It was reported that after reconnecting the pump, the user believed approximately 160 units were automatically delivered, and device data later showed a large fill tubing amount of about 154 units, with the connection status at the time unknown. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a use-of-device problem, with no device problem found and the device component categorized as not otherwise specified due to unavailable terminology. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.